Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a syringe adapter tubing set separated in the nicu during patient use. There was no report of patient harm.

Manufacturer narrative:
Revision : patient and dob requested but not provided. The event reportedly occurred in the nicu; therefore, it is presumed that the patient was a neonate.

Event description:
The customer reported that a syringe adapter tubing set separated in the nicu during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that a syringe adapter tubing set separated was confirmed. During visual inspection it was observed that the set¿s pump chamber upper fitment was broken off at the bottom of the set¿s vented spike. No other damage was observed. Additional investigation was performed using the application of excessive lateral force to the vented spike of test sets. It was observed that the spikes broke off at the same location as the as-received customer event sample. Visual inspection of the broken pivot surfaces using a microscope observed a ductile fracture, rough surface area, and plastic deformation, which was similar to that seen with the customer sets. No evidence of degradation of the acrylic surfaces was observed. The root cause of the customer's report could not be determined.

Event description:
The customer reported that a syringe adapter tubing set separated in the nicu during patient use. There was no report of patient harm.